Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5.0 x 80 mm armada 35 balloon catheter was inflated without issue, however, it could not deflate. After several attempts to deflate the balloon, the balloon partially deflated and was able to be removed from the anatomy without issue. Another balloon catheter was successfully used to complete the procedure. There was a delay in procedure but it was not clinically significant and no adverse patient effects. No additional information was provided.